Manufacturer narrative:
(B)(4). Analysis of the neurostimulator model 3023 lot # nbv133599h showed no anomalies and was functionally okay. The device was tested at the cut end of the lead and showed good stable output was observed on each electrode pair. Analysis of lead model 3093 lot # v008907 showed no significant anomalies and was okay but cut through (suspected explant damage). Analysis of extension model 3095 lot # nah030784v no anomalies. The extension was functionally okay. When connected to the neurostimulator and lead, good stable output was seen on each electrode pair.

Event description:
It was reported that the patient had their device explanted due to a possible infection. Cultures and grew (B)(6). When contacted, the healthcare professional did not have the patient outcome information. If additional information is received, a follow-up report will be sent.